Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. It was reported that the patient scheduled for scs replacement with 97715. Had one lead in place prior to battery change. Unable to test the lead pre op because her current scs was over discharged. When new 97715 was place and the one existing lead was placed into the 0-7 location, half of the contacts / impedance were 40 ,000. Attempted to clean the lead multiple times, wet to dry, and placed it in both the 0-7 and the 8-15 location. The contacts remained out/impedance 40,000. Issue not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75 , serial#: (B)(4), implanted: (B)(6) 2012, product type: lead .other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 17-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Effective pain relief was not achieved. A surgery has been scheduled for on (B)(6) 2022 to replace the leads.

Manufacturer narrative:
Continuation of d10: product ID: 3777-75; lot#serial#: (B)(6); implanted: on (B)(6) 2012; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Rep reported that the device is eos due to normal battery depletion having been implanted in 2012. The cause of high impedances was not determined. No action will be taken. If acceptable pain relief is not achieved with the one lead, the md will take the patient back to surgery and will replace both leads with MRI compatible leads. The issue is resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID 3777-75, serial# (B)(6), implanted: (B)(6) 2012. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.